Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead was explanted due to high out of range shock impedance measurements. A new lead was then implanted. No additional adverse patient effects were reported.